Manufacturer narrative:
New event details added to the event description. Manufacturer (lutonix, inc.). (B)(4). Manufacturing date (12/28/2015). Analysis: a lot history review revealed there are no similar complaints reported for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: there was nothing found to indicate there was a manufacturing related cause for this event.

Event description:
The health care professional (hcp) used a contralateral approach to access the left proximal superficial femoral artery (sfa) through the right common femoral artery. The hcp predilated the target lesion successfully with an abbott armada 6x60 mm balloon after performing an atherectomy. The lutonix dcb catheter was flushed and negative pressure was applied to the balloon during advancement. The hcp experienced difficulty advancing the 7mm balloon through the recommended introducer sheath, but reached the target lesion without difficulty. The lutonix dcb allegedly ruptured, longitudinally, roughly 30 seconds after reaching the desired inflation pressure. The lutonix dcb was removed without difficulty and the procedure was completed with an additional predilatation and another lutonix dcb.

Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. Although requested several times, additional event details, product identifiers, and patient demographics are not available. Conclusion: the actual sample was not received for evaluation. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was difficult to advance through the recommended introducer sheath and the balloon reportedly ruptured at nominal pressure while treating the target lesion. The health care professional (hcp) experienced difficulty advancing the 7mm balloon through the recommended introducer sheath, but reached the target lesion without difficulty. Once at the target lesion, the hcp incrementally inflated the lutonix dcb to nominal pressure. The lutonix dcb ruptured a few seconds after reaching the desired inflation pressure. The lutonix dcb was removed and the procedure was completed with an additional dcb. Although requested, it is unknown if the hcp predilated the target lesion or if the tracking path to the lesion was calcified. The lutonix dcb was discarded by the user facility and is not available for further investigation. No subsequent adverse patient effects were reported.